Event description:
Caller states patient tested 3.7 inr and 3.2 inr on the coaguchek xs system while a comparison lab returned as 1.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).